Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the battery gauge was observed to be fluctuating. The customer's blood glucose was 100-130 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.